Manufacturer narrative:
Follow-up #1: date of submission 06/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2015 with the following findings: review of the black box data revealed the last basal delivery was recorded on april 30, 2015 at 06:32 pm. There was no activity outside of normal use observed in the black box recordings. The total daily dose amount added up to equal the programmed basal rate target. On investigation, an ez-prime was performed successfully without error, alarm or warning. The pump was found to be delivering accurately. Investigation did not duplicate the complaint of inaccurate delivery and the pump was found to be operating within the required specifications without malfunction.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging hyperglycemia while on insulin pump therapy with blood glucose measuring =250 mg/dl without any reported symptoms suggestive of hyperglycemia. This event does not meet animas¿ criteria of a reportable adverse event. The reporter alleged the pump experienced an issue with inaccurate delivery. Troubleshooting by animas customer support revealed the basal delivery totals in the total daily dose matched the active basal program total and the basal history matched the active basal program settings. This complaint is being reported because the alleged inaccurate delivery issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.